Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #2) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol perfix light plug device. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol perfix plug x2 (device #1 and device #2) on (B)(6) 2009. It is alleged that the patient underwent surgery and had an unspecified bard/davol perfix plug light implanted. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug x2 (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."